Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness and blood cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness and blood cancer. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of unknown brown/grey contaminant on exterior of iso port and humidifier output, white string or paper like contaminant near humidifier heater plate, brown/grey discoloration identified on interior surfaces of front, back, top, and bottom panels, fine white particulate contamination on blower, fine black dust like contamination consistent with keratin observed in blower box at blower seal, fluid ingress identified on blower and in blower box. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the heater plate and heater tubing heated properly. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-171, 1 instance of e-83 on the error log. The manufacturer concludes the contaminates found were consistent with white string or paper like contaminant near humidifier heater plate, brown/grey discoloration identified on interior surfaces of front, back, top, and bottom panels, fine white particulate contamination on blower, fine black dust like contamination consistent with keratin observed in blower box at blower seal, fluid ingress identified on blower and in blower box and unknown brown/grey contaminant on exterior of iso port and humidifier output inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on jan 19, 2023, and section h11 should be reported as: the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of having nasal/throat irritation or soreness and blood cancer.